Manufacturer narrative:
Lens is flipping over in cartridge, unlabeled. Evaluation: lot number search. Results - a visual inspection of the returned lens shows one haptic is torn off of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation. A lot number search for the cartridge was performed for similar complaints and there were two similar complaints.

Event description:
The reporter stated that the surgeon was advancing a 20.5 diopter three piece collamer lens in a aq cartridge and the cartridge caused the lens to flip over in the injector and the lens tore upon insertion and was removed with no pt injury.